Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that the pump became frozen on a sensor session started screen and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the notification and resume insulin delivery. The customer's blood glucose level ranged from 180-181 mg/dl.